Event description:
Facility reported that the catheter was displaying intra-cranial pressure "_" but the "ict" was shown as usual. The catheter had been in duration for two days. No patient injury was reported. The catheter function as desired, drainage was observed.